Event description:
It was reported the implantable pulse generator (ipg) system was explanted due to bacteremia, vegetation on the tricuspid valve and inflamed area around the device pocket. The ipg system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).